Event description:
It was reported that the pt was implanted a metasule taper liner, kk/40 on (B)(6) 2010. The pt was revised on (B)(6) 2011 due to dislocation.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should addition info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
No trend identified. The product combination used was approved by zimmer. No devices, x-rays, pictures or surgical reports were provided for review. A technical investigation was not possible to perform. Possible causes for the reported event, dislocation, according to dfmea: due to malpositioned shell; due to surgeon does not follow surgical technique or package insert ; due to impingement from component to component contact, due to impingement from bone on component contact; due to impingement from bone on bone contact; due to intra-operative debris; due to joint laxity. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.